Manufacturer narrative:
An event regarding abnormal ion level and corrosion involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of images note blood drops and black material on neck surface. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported high level of cobalt is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient had cobalt level 1.2 states high - hip has popped out of socket at times. High level of cobalt, dislocation, corrosion, revision. It was reported that the patient's right hip was revised due to recurrent dislocations. Intra-operatively, corrosion was noted at both the stem-neck interface and head-trunnion interface. All components were removed. Rep provided pictures and confirmed that no further information will be released by the hospital or surgeon.